Event description:
A talent stent graft system was inserted into a patient for the endovascular treatment of an abdominal aneurysm approximately 5 months ago. Aneurysm morphology at the time of implant was not reported. Vessel morphology was reported as severe tortuosity and mild calcification. It was reported that the patient presented with lower leg pain approximately 4 months post-implantation of the stent graft. The ipsilateral iliac limb (MFR report # 2953200-2010-02056) was found to have been occluded, and the physician elected to intervene by placing a 16x16x85 aneurx limb inside the ipsilateral limb. However, the aneurx limb used for the intervention occluded again. The physician placed a stent from another manufacturer, which successfully resolved the occlusion. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: arterial and venous occlusion, severely tortuous and mildly calcified vessels. Conclusions: severely tortuous and mildly calcified vessels.